Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va091qc, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had been extremely bloated and had pelvic, lower back, and hip pain. It was noted that the patient still had pain symptoms including pain at the implant site five days after implant. It was reported that the pain was getting so severe that the patient now had shocks and jolts in her leg, numbness and tingling in her toes, and a ¿horrible sharp pain¿ from her back through the groin down her leg. It was noted that this started two days prior to the report. The patient contacted her managing healthcare provider and was directed to turn the implantable neurostimulator (ins) off. It was noted that with stimulation off it decreased some of her pain symptoms but not all of them. It was reported that the patient had an appointment with her managing healthcare provider the day of the report. Additional information has been requested but was not available as of the date of this report.